Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain additional information. Without the actual device, item number and/or lot number, a thorough investigation could not be performed. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 6: female (B)(6) years maternal patient in labour with epidural running. When patient started to push, nursing staff noticed the epidural had come apart at the clip between the line and the tubing, rendering the infusing useless. No injury reported.